Event description:
The customer reported via phone call that the insulin pump does not alarm when reservoir is low. The customer¿s blood glucose was unknown. The device will be returned for the analysis.